Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Patient has had past issues with unusual reactions to various items. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.

Event description:
It was reported by patient that she underwent a left shoulder biceps tenodesis repair on (B)(6) 2015. Patient has had past issues with unusual reactions to various items. During the surgery the patient had an ar-1922psm implanted. Since the surgery patient has been experiencing issues of lethargy, nausea and joint aches going down her arm. In addition to the implant, patient states her op report also mentioned fiberwire and tigerwire. Patient dermatologist has requested she obtain the material composition of her implants for possible allergy testing. At this point no testing results have been given.